Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. Testing and inspection was performed for a false downstream occlusion instead of slow downstream occlusion detection as described by the customer. The downstream sensor was replaced during service and the device underwent performance testing to ensure proper functioning. The device will be required to meet all calibration and test specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't alarm for a downstream occlusion until 20 psi when the device was set to medium. There was no known patient injury or medical intervention associated with this event. No additional information is available.